Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a new centrimag console had low display brightness.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console, serial number (B)(6), was evaluated due to the reported event of the screen appearing dimmer than expected. The console was not returned for analysis; however, a video file was provided which showed the console¿s screen being dimmer than a secondary console¿s screen by comparison. All information was still able to be clearly viewed on the console¿s screen despite the slightly lowered brightness. Available information for this event indicates that the european distribution center confirmed that the brightness of consoles¿ screens can vary depending on production and that there did not appear to be any issues with the unit. Available information for this event also indicates that the console remains in use. The root cause of the reported event could not be correlated to an issue with the centrimag console. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that due to direct communication with the edc service center, there was determined to be no issue with the device and the centrimag console was kept in use.